Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused anterior tilting of the filter 20.72 degrees and migration of the inferior apex of the filter that extends to the right common iliac vein and chronic thrombus in the inferior vena cava. The patient reported becoming aware of the events approximately seventeen years and three months post implant. The patient also reported stomach and groin pain, anxiety, blood clots and ulcers related to the filter. According to the medical records the indication for the filter implant was a history or recurrent bilateral deep vein thrombosis (the first one, fifteen years prior to the filter implant), pulmonary embolus and current dvt of the right popliteal vein with progression after treatment. The filter was placed via the right internal jugular vein and deployed in the infrarenal ivc. There were no immediate complications, and the patient tolerated the procedure well. Approximately seventeen years and three months post implant a computed tomography (CT) scan of the abdomen was performed to evaluate the filter. The dictation results only refer to the filter and noted filter tilt and migration. Also noted was a stent extending at the inferior aspect of the ivc to the right iliac vein and radiopaque material in the ivc consistent with chronic thrombus. Seven CT images were also provided, and a cordis type filter is depicted in the images. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusion of the ivc, filter or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. With the limited information available for review a clinical determination for the events cannot be made. Ulcers and pain were reported, however due to the nature of the complaint the events could not be further clarified. Ulcers, pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. <p style="margin: 0in;">section e3: </p> <p style="margin: 0in;">occupation: other, senior counsel, litigation</p>;.

Event description:
Additional information received per the medical records indicate that the patient has a history of recurrent bilateral deep vein thrombosis (dvt) (the first one, fifteen years prior to the filter implant), pulmonary embolus (pe) and current dvt of the right popliteal vein with progression after treatment. Ultrasound guidance was used to access the patient's right internal jugular vein. A venocavogram was performed to identify the location of the renal veins. The filter was placed into the infrarenal area of the inferior vena cava. There were no immediate complications. The patient tolerated to procedure well. An abdominal computed tomography (CT) scan done approximately seventeen years and three months after the index procedure revealed grade one caval perforation consistent with tenting, a 20.72 degree anterior tilt and filter migration (the inferior apex of the filter extends to the right common iliac vein). It was also noted that a stent was extending at the inferior aspect of the inferior vena cava to the right common iliac vein. There was radiopaque material in the inferior vena cava consistent with chronic thrombus. Seven CT images were provided, a cordis type filter was depicted in the images. No other information could be gleaned from the images. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt and migration. The patient became aware of the reported events approximately seventeen years and three months after the index procedure. The patient has also experienced stomach/groin pain, anger/mental anguish/suicidal ideation, blood clots and ulcers.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had developed a 20.72-degree tilt and had migrated with its inferior aspect extending to the right common iliac vein. In addition, the patient reported chronic thrombus in the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and migration events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Thrombosis within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to anterior tilting of the filter measuring 20.72 degrees and migration of the inferior apex of the caval filter that extends to the right common iliac vein and chronic thrombus in the inferior vena cava. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.